Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that this is the second time the patient has not been able to turn up his device. He said that it occurred after recharging his device, but he didn't believe that it was related. There were no known circumstances that led to the issue and the patient said that he did not bend or twist at all. An impedance check was done and contacts 9, 10, 12, 14, and 15 were all > 40,000 (do not use). Contacts 11 and 13 were avoid. The rep gave the patient 3 hd programs to try and programmed around the bad contacts. No symptoms or further complications were reported.